Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of plunger head is stuck and loose piece inside / plunger do not move and have a loosing screw was confirmed. ¿ on 25oct2024, syringe was received unboxed and with paperwork. ¿ external inspection revealed stuck plunger head for both units. ¿ internal inspection revealed loose hex nut and missing carriage lower plate inside the two units. ¿ workmanship at bd manufacturing. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center to reassemble the hex nuts and the carriage block bottom plates. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck plunger and loosing screw. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck plunger and loosing screw. There was no patient involvement.